Manufacturer narrative:
No conclusion can be made at this time as no repair information was provided. However, no pt injury was reported.

Event description:
The customer reported that the monitor would not display the x-ray images. No pt injury was reported.